Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. On (B)(6) 2016, there was one non-sustained ventricular tachycardia episode with evidence of some lead noise oversensing. The rv impedances were within range. The rv capture thresholds were within range. Analysis of the device memory indicated the rv lead integrity alert occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. A lead fracture was confirmed. It was noted that the device registered non-sustained ventricular tachycardia episodes and non-sustained high rate episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis found the inner insulation of the lead became b reached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.